Manufacturer narrative:
Unit was received with cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o ring at the reservoir compartment breaking into pieces. The customer¿s blood glucose level was 151 mg/dl. Advised customer to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.